Manufacturer narrative:
.

Event description:
On 2016-03-25, information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 15mg/ml at 2.183 mg/day via an implantable pump for an unknown indication. On (B)(6) 2016, a physician tried to access the catheter access port (cap) for a dye study and was unable to aspirate fluid from the cap. They felt the patient needed a catheter revision for a possible catheter occlusion. However, atrial fibrillation was found during a pre-surgical screening and the catheter revision was cancelled. It was unknown if the atrial fibrillation was related to the device or therapy. On (B)(6) 2016, a magnetic resonance imaging (MRI) showed no granuloma. The patient had no symptoms at that time. On (B)(6) 2016, the patient was admitted to the hospital for atrial fibrillation and had a MRI done. The results of the MRI were not reported. On (B)(6) 2016, the patient complained of withdrawal symptoms reported as nausea, vomiting and increased low back pain. The pump was interrogated and the logs showed no motor stalls or other alarms. The patient was given oral narcotics for the withdrawal symptoms. No further diagnostics were performed concerning the withdrawal. Follow-up is in progress to determine the cause of the atrial fibrillation, the patient's medical history and concomitant medications.

Manufacturer narrative:
Concomitant medical products: product ID 8709, product type: catheter. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements for a serious injury stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the device manufacturer representative indicated the catheter model was an 8709. No further inf ormation was provided.

Event description:
Additional information was received from a medtronic representative on (B)(6) 2016. They stated that the patient had chronic atrial fibrillation which was a preexisting condition. The patient was a poor historian and moved around a lot, making it difficult for the doctors to track. They patient was on medication for the atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.